Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastric bypass, a piece of the device broke off in patient. The piece was retrieved. The piece that broke is on the metal that holds the bag. There was no patient injury or medical intervention required.